Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient lost weight that resulted to increased tenderness and pain around the implantable pulse generator (ipg) site, and the skin in the area felt hot and burning. The patient underwent a revision procedure wherein the ipg site was moved into the lower buttocks. The device remains implanted and in use. There were no reported complications postoperatively.